Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code during bolus delivery. Blood glucose was 150 mg/dl. Tandem technical support assisted the customer with resetting the pump. The malfunction did not reoccur.